Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the lot/serial number was not provided by the customer. The product was not returned and not enough information was provided from the account to properly complete an investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested on 05/27/2011 and 06/06/2011 by phone, fax, and mail. A completed questionnaire has not been received. Gayton j, seabolt, r. Clinical outcomes of complex and uncomplicated cataractous eyes after lens replacement with the acrysof toric iol. J refract surg 2011;27(1):56-62. (B)(4).

Event description:
A journal article reported two patients in a retrospective study with complications following intraocular lens (iol) implant surgery. For this patient it was reported that the patient had a sneezing spell two days after surgery and felt that his vision was decreased following this. The eye received several postoperative corrections including capsulotomy, laser epithelial keratomileusis and limbal relaxing incisions. The final uncorrected distance visual acuity was 20/25. Additional information has been requested. There are two medical device reports associated with this event. This report is for the second patient.